Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was attempted to be implanted but not used. The stylet was unable to be fed through the lead due to blood clotting. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was foreign material on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that foreign material visible inside the coil lumen which prevented guidewire insertion. Destructive analysis was performed and confirmed that material is a part of the medical suture thread. It could get into the coil lumen during implant procedure. If information is provided in the future, a supplemental report will be issued.